Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm noted the log files of the iabp unit gave no indication of a shutdown due to an electrical failure, and had no other reported failures. The iabp unit turned on without issue, and the stm was unable to reproduce the customer¿s reported issue. The stm observed one (1) battery was completely drained and the other had around fifteen (15) minutes left. The batteries passed the battery run time test and were not due to be replaced for a few months. The stm then completed the investigation with full calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. There was no patient harm and no adverse event was reported.